Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information stated that the patient is doing great postoperatively. The explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred memorial day 2025 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134696, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred memorial day 2025 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7134696, UDI: (B)(4).